Manufacturer narrative:
The reportable malfunction information was inadvertently left off of the initial medwatch. Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while the valve was 2/3 recaptured, the handle on the delivery catheter system (dcs) broke. Both deployment knobs were intact with no damage or marks noted. There was unusual tension felt during recapture. The valve was loaded by an experienced loader. The dcs and partially deployed valve were removed from the patient's body and replaced with a second valve and dcs. No adverse patient effects were reported. (B)(4). Conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported information did not indicate if, or when, the capsule separation occurred. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. The cause of the compressive force leading to the capsule separation could not be determined. The risk of capsule separation is predicted in the risk documentation. The observed risk (severity/occurrence) continues to fall within predicted risk zone, zone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the partially open capsule. The handle was intact and the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The capsule was held together by the outer layer of polymer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged three times. The procedure was stopped due to the inability to fixate the device to the patient's annulus. The valve was withdrawn from the patient's body. No adverse patient effects were reported.